Manufacturer narrative:
When spacelabs technical support called the customer back in regards to the reported issue of the xhibit going to sleep, the customer stated they had resolved the failure by swapping the unit out. No further information was provided.

Event description:
The customer reported that while monitoring patients, their xhibit central station would repeated go into sleep mode. There was no patient or user harm associated with this event.